Event description:
It was reported that a patient underwent a sling procedure. Five months following the procedure, a vaginal mesh erosion was noted. Eight months after the procedure, the patient was admitted to the hospital with severe pain and systemic symptoms. The patient was treated with antibiotics. An MRI showed no evidence of collection. The patient is currently waiting for surgical closure but may require partial tape excision if it is not successful. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the procedure was performed on (B)(6) 2012. The mesh exposure was noted on (B)(6) 2012 on the right side of the vagina. The patient had symptoms of pain with intercourse, right sided pelvic pain and vaginal discharge. The patient was put on chronic pain treatment. The patient is waiting for a surgical closure and the patient¿s condition is improving. (B)(4).